Event description:
The pt was implanted with a siltex saline mammary prosthesis on 5/18/1994. Subsequently, the pt experienced a deflation of the prosthesis and pain in the breast. The device was removed on 6/3/1998.